Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-17. The rep stated that the unit was not able to switch groups. The patient was only using group a. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with aneurostimulator (ins) for spinal pain. It was reported that the patient was on group a which they used 100% of the time between december 2016 and may 2017, according to the 8840. The caller stated that at the time of the appointment in (B)(6) she turned off adaptive stimulation (as), but the patient turned as back on at some point since then. With as on, the patient felt like the ins was switching from group a to group b automatically. The patient noticed this as an increase in stimulation when she was in a reclining position and she would feel the stimulation turn off. It was noted that this happened 4-5 times over the period of about a week. The caller stated that she had turned off as completely for the patient¿s ins. The caller was going to have the patient use the ins without as on. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.